Event description:
Laxity in the knee was reported for patient with a total knee implant. Revision surgery is planned to exchange the poly inserts.

Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification.